Manufacturer narrative:
The troponin t hs reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs result from the cobas 6000 e601 module. The initial result was 24.28 ng/l, and the repeat result was 7.95 ng/l. The initial result was questioned because the patient had previous results of 7 ng/l so the nurse requested the lab to verify the result. The repeat result was deemed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The cobas 6000 e601 module serial number is (B)(6). A field service engineer (fse) could not find a possible cause. They completed a 20-cup precision test on troponin, and it passed. The investigation was unable to determine a direct root cause.